Event description:
Customer reported that a pump displayed a cartridge change error after attempting to use ten different cartridges, all of which failed to function. The issue caused customer's blood glucose level to display as "high," but the specific value remained unknown. To manage the high blood glucose, customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support instructed the customer to inspect the cartridge and pump components and clean the pneumatic tap area; however, attempts to load a new cartridge were unsuccessful. Following prior troubleshooting efforts, technical support referred the case for escalated troubleshooting and ultimately granted permission to replace the pump due to the ongoing issue. Although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.